Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated her patient programmer (pp) would not turn off and the screen always stay lit. They tried the pp but this did not resolve the issue. Additional information later date from patient indicated patient had warmth and tingling in her legs, and feet, and had stinging sensation around ins location in her hip. Patient kept her stimulation off for a while due to these symptoms that she was having in previous reported. Patient noted her legs were swollen with her right leg being more swollen than her left. It was mentioned patient experienced tingling and warmth in leg, and feet, stinging sensation around ins in hip and swelling in legs. Additional information on (B)(6) 2019 from patient indicated patient used (B)(6) batteries for pp and not heavy duty. It was recommended patient to follow up with hcp regarding her statement that she still had symptoms whether device was on or off. A replacement pp would be sent, pp would not shut off unless batteries were removed. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated she felt heat/warmth when charging. It was noted she was in the same position and spot (charging in chair with feet up) that she had always been. Patient mentioned it only took a half hour to feel the heat when charging. Rep stated patient had gone from 120 to 65 lbs., and patient used a single spacer. Technical services (tss) reviewed charging with room for antenna, shortening charge sessions. A recharger antenna would be sent. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 23-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was a shocking sensation. The patient reported her stimulator has been turned off and they were continuing to feel burning sensation at the lead site. The patient was redirected to their healthcare provider (hcp) as the ins has been turned off. They were directed to the ER if the burning was an emergency. No further complications were reported/anticipated.